Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient (pt) with an implanted deep brain stimulator (ins) was scheduled to have an MRI, but the MRI facility would not do the MRI because they said that one of the leads in the patient's chest is not functioning. Caller noted that they have had 3 mris canceled. Agent reviewed that there are concerns with abandoned product and MRI, but after further discussion, the caller did not know if they actually had abandoned product. The caller referenced some paperwork that they had from their recent appointment in may and it was noted that impedance was ok. Agent reviewed impedances are used to check the system integrity and mris are not recommended if it does not "pass" that check. They noted that the hcp did not have concerns with the pt getting an MRI. Agent reviewed that because there are some unknowns, the best next steps are to have the hcp call into medtronic directly. The concluded with patient redirection to their healthcare provider to further address the issue. See manufacturer report 3004209178-2013-19271 regarding infection event referenced in source document.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and the patient's representative. The issue was not resolved, and the cause remains unknown. They wrote that the implantable neurostimulator (ins) could not be turned off, nor could they enter MRI mode.